Event description:
A customer reported an event where they accidentally administered too much insulin by counting their carbs wrong, leading to a blood glucose (bg) level of 45 mg/dl. The customer consumed carbs to address their bg. Recommendation was made to consult with healthcare provider regarding diabetes management.